Manufacturer narrative:
Unit had cracked case battery side and cracked battery tube threads. Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack. The customer reported that insulin pump falling apart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.